Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual analysis of the returned device confirms the tip of the driver is twisted and fractured approximately halfway from the shank. This analysis also notes that the driver is heavily worn, and the product and lot identification are no longer visible. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the failure is related to plastic deformation as a result of the design of the device. These drivers have been designed to twist before fracture of the screw. As part of previous investigation, a field communication was sent out. The letter provides instruction to the user of the t7 drivers to address the bending and breaking of the driver tips. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a bunion correction procedure, during fusion of the 1st tarsometatarsal joint, the cannulated driver¿s tip fractured off into the screw head. The fractured tip was removed from the screw head, when the k-wire was removed from the screw. The same screw was removed, however was reinserted to successfully complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.